Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via email that hospitalization was necessary due to high blood glucose of over 500 mg/dl. The customer indicated that this was a past event that occurred a few years back. No further information was provided in the email.